Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was moderate. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room (ER) and was treated with intravenous saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer thought there might be an issue with the infusion set or pump; however, pump system check was performed, and no issues were identified with the infusion set, cartridge or insulin. Pump was functioning as expected.